Event description:
It was reported that partial deployment occurred, requiring placement of another stent. The target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated, and the stent was advanced. When deployment was attempted, the stent partially deployed. 120cm of the total stent length was deployed, and the position of the stent shifted. The pull grip handle was broken open to facilitate deployment of the remaining stent. An additional eluvia stent was then deployed to complete the procedure. There were no patient complications as a result of this event.